Manufacturer narrative:
This report is submitted on october 4, 2022.

Event description:
Per the clinic, the patient had no performance with device use. The electrode was bent due to incorrect insertion. The device was explanted on (B)(6), 2020, and the patient was re-implanted with a new cochlear device during the same surgery.